Event description:
A customer reported an issue with a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer resolved the cartridge alarm by changing the cartridge due to an occlusion issue and chose not to continue with further troubleshooting.